Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 14.0 cm, 45.0 cm, 77.0 cm, 103.0 cm and 133.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The proximal end of the embolization coil was unraveled and detached from the pe fiber. The introducer sheath was not returned with the device. Conclusions: evaluation of the returned pod pc revealed that the embolization coil was damaged. The proximal end of the embolization coil was unraveled and detached from the pe fiber. If the embolization coil is forcefully retracted against resistance, damage such as this may occur. Based on the returned condition, the functional testing was unable to be performed and the non-penumbra microcatheter used in the procedure was not returned for evaluation. Therefore, the root cause of the resistance was unable to be determined. Further investigation revealed pusher assembly kinks. These kinks may likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod pc through the microcatheter. While attempting to remove the pod pc, it unintentionally detached within the microcatheter. Therefore, the pod pc was removed. The procedure was completed using another pod pc, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2020 : 1.section b. Box 5. Describe event or problem h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod pc through the microcatheter. While attempting to retract, the pod pc unintentionally detached within the microcatheter. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.